Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their neurostimulator (ins) pocket. The patient lost weight and the ins moved deeper in the pocket, which caused discomfort and difficulty with charging. The patient is doing well post-op.

Event description:
It was reported the patient had surgery to revise their neurostimulator (ins) pocket. The patient lost weight and the ins moved deeper in the pocket, which caused discomfort and difficulty with charging. The patient is doing well post-op.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort, pain, and weight fluctuations which are addressed in the product labeling and risk documentation. Unable to exclude device problem was selected for allegations of difficult to charge and malposition of device. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.